Event description:
It was reported that the symptomatic patient presented for a follow-up in backup vvi. The patient's presenting rhythm was 58-62 beats per minute paced. The hardware elective replacement indicator (eri) byte could not be obtained, as the error message "operation failed" displayed. Further troubleshooting could not be performed due to inability to communicate with the device. The device was replaced.

Manufacturer narrative:
Na